Event description:
Boston scientific received information that during the implant procedure it was difficult to position this right ventricular lead, and abnormal measurements were seen. Subsequently out of range pacing impedances and sensing issue were revealed, and it was not possible to extend or retract the helix. This lead was not implanted. A new lead was implanted with the existing device with no further complication. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the complete lead was returned. Visual inspection of the lead revealed blood in the helix mechanism resulting in difficulty while extracting and extending the helix. Laboratory analysis could not confirm the electrical allegations against this lead while the inability to extend and retract the helix was confirmed by laboratory testing.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.